Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient seal, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument was unable to cauterize. There was no good contact. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: it was not possible to inspect the instrument prior to use. At the time of the event, the sealing by coagulation was performed. There was no good contact with the instrument. During the procedure, the vessel sealer extend (vse) instrument did not work at all, it did not coagulate. When the vse issue occurred, a no sealing error occurred. In addition, at the time of the event, during the sealing sequence, there was not an audible signal (continuous tone) while the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected (si=2 fast audible tones, xi=3 fast audible tones) and there was no tissue effect observed during the sealing cycle. In addition, the tissue was not ever cut and was not fully sealed. The targeted tissue was the meso sigmoid and the target tissue was under tension during the sealing/cutting process. The vessel was no greater than 7 mm in diameter and there was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure and the jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. Then, the jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. The surgeon did not know what caused the vse issue. The vse instrument was available for return to isi for evaluation and there were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The instrument was returned with 1 life remaining. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. No damage to the conductor wire was observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Additional observation not reported by site: based on log review, the instrument was found to have multiple engagement failures, wrist pitch axis failures. However, the engagement failures were not replicated during in-house testing. Visual inspection was performed, and no damage was observed.

Event description:
Refer to h10/h11 for follow-up information.